Event description:
It was reported that the patient was revised due to a problem with a his extension mechanism.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.